Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received software error detected alarm as well as hardware low level failure alarm and failed battery test alarm. The customer¿s blood glucose level was 167 mg/dl, 144 mg/dl, 136 mg/dl and 140 mg/dl. Customer was able to successfully clear the alarm. Customer received request to rewind pump. The customer was performed a self test and the test was passed. Customer troubleshoot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test however, the device alarmed hardware low level failures during the self test and hardware low level failures alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at on the keypad assembly. No unexpected pump error alarms or failed battery alarms noted during testing however, the downloaded history files confirmed pump error (line number 5632 file number 2005) due to a software error. The lcd window was inspected and no damage or anomaly noted and the pump display showed correctly during the testing.